Event description:
It was reported that balloon rupture occurred. An xxl 16-6.5x8x75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was completely removed and a smaller 16-4.5x8.75 xxl balloon catheter but it also ruptured. The device was completely removed from the patient and the procedure was completed with new balloon catheters. No patient complications were reported.